Manufacturer narrative:
H.6. Investigation summary: one (1) sample was received from the customer for investigation. The returned sample was visually examined using unaided vision. The returned sample was found to have a scale which was not printed properly but no damage was observed in the barrel tip or luer connector. A device history record (DHR) review was not able to be performed on the batches associated with this investigation as the batch number was unknown. Based on the investigation conclusion the condition reported by the customer cannot be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the syringe was broken/cracked where it is inserted into the IV pump. Leakage was noticed on the floor by the nurse. The nurse assessed the syringe and found the syringe to be broken/cracked where it is inserted into the IV pump. Tubing set cracked at connection to syringe, puddle of lipids noted on floor. Night shift and day shift rn assessed syringe and tubing and found the syringe to be broken/cracked where it is inserted into the IV pump.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that during use of the unspecified bd¿ syringe the syringe was broken/cracked where it is inserted into the IV pump. Leakage was noticed on the floor by the nurse. The nurse assessed the syringe and found the syringe to be broken/cracked where it is inserted into the IV pump. Tubing set cracked at connection to syringe, puddle of lipids noted on floor. Night shift and day shift rn assessed syringe and tubing and found the syringe to be broken/cracked where it is inserted into the IV pump.